Event description:
It was reported that the radio frequency (rf) programmer head would not always interrogate or communicate with implantable devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 2090, programmer. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head would not always interrogate or communicate with implantable devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of intermittent telemetry. Analysis did find that the cable was twisted and therefore it was replaced and the programmer head then passed all functional and systems tests and no other anomalies were found. Concomitant products: product ID 2090 programmer. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.